Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer has been hospitalized due to high blood glucose of 594 mg/dl at the time of the incident. The customer feels unsafe with the pump. The customer alleges that the pump does not alarm no delivery even when they're not receiving insulin. The customer has had 3 diabetic ketoacidosis incidents and was hospitalized last december. The customer was wearing the insulin pump during the incident and has now reverted to manual injections. Troubleshooting was not completed as the customer was not available at the time of the call. The customer has a friend that passed away 5 years prior due to the same condition. The insulin pump will not be returned for analysis.